Event description:
It was reported that the patient experienced unspecified issue with the artificial urinary sphincter (aus). The aus cuff was removed and replaced with a tandem cuff. Further information was requested and not yet received. The product was not explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.